Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v into the eye and noticed the lens was torn. The lens was removed and replaced with another model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens optic is torn in half. Clear surgical residue on the lens. Conclusions: no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.